Manufacturer narrative:
An attempt to reproduce the reported event processing system with current production version was conducted and confirmed the issue is reproducible. This issue is confirmed. The software did not adhere to the specified requirements and did not perform in accordance with the expectations specified in the retina software requirement and specification listed under sw doc field. After conducting a thorough investigation, we have found that this issue is due to the snapshots not being successfully processed; there is failure in praas jar for some datum records. While parsing the datums to generate rdm kpis, null check for couple of parameters is not handled and causing a processing failure. As a fix, praas library is being updated to add the null sanity before processing the datums and the same will be used by retina for snapshot processing. This change is being tracked for praas 6.1 (may'25) release. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: we will be providing a fix with may release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced misalignment between tir (time in range) in the patient list and in reports. The customer reported no adverse event. The event involved product(s) mmt-7350. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7350.